Event description:
A falsely elevated troponin I result of 6.4 was obtained. The result was reported to the physician. Sequential sampling on the same patient gave results of <0.04 ng/ml. A redraw was performed on the patient and gave <0.04 ng/ml. The sample which gave the falsely elevatd result wa retested and gave <0.04 ng/ml. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin result. Analysis of instrument data did not identify an instrument failure. The suspected cause is sample integrity.